Event description:
It was originally reported on (B)(6) 2013 that the patient had started leaking again after reaching the maximum ¿amount.¿ the patient was reportedly at 7.9v on (B)(6) and approximately 2 weeks later, she was at 8.5v and it wasn¿t going any higher. At the time of the report, the patient setting was switched from program 3 to program 4 at 2v. It was noted that the patient was going to see her healthcare provider (hcp) the following day. The following day, it was reported that the patient ¿was leaking like a damn faucet.¿ the patient was scheduled to see her hcp that day but wanted to stop leaking before then if she could. The reporter stated that the patient was put on program 2 at 2v the previous day but ¿it wasn¿t high enough.¿ the patient had reportedly been ¿doing nothing but changing pads.¿ at the time of the report however, the patient was at 7.9v instead of the 2v previously reported. Settings were switched to program 4 at 2.4v and the patient could feel stimulation. About two weeks later, it was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient reported that their bladder is ¿overactive¿ and was having ¿increased urgency¿ and had been going on ¿for a while.¿ the patient was on program 4 at 4.5 volts and they were switched to program 1 at 7.3 volts. The patient was instructed to turn the ins off, then down to 2.0 volts, and turn it on again. The patient increased to the upper limit of 8.5 volts but could not feel the stimulation. The patient had another program (2) that was at 7.9 volts and program 3 (8.5 volts). It was recommended to turn the ins down to 5 volts or less and to see their physician. About another two weeks later it was reported that the patient still had concerns with their device therapy but was working with their physician and manufacturer¿s representative to resolve the issue. An appointment of (B)(6) 2013 was reported. Eight days later, it was reported that the patient had her device checked by a new health care provider (hcp). All impedances were over 4,000 ohms. The hcp shut off the device and the patient was put on medicine for her issues. The patient had not previously tried medication.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v763571, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)